Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that a mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found cracked. There was no reported patient involvement.